Event description:
According to the customer, on (B)(6) 2024 the nebulizer "stopped making enough air to aerosolize the medication".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nebulizer "stopped making enough air to aerosolize the medication". The customer reported she has been unable to administer her "albuterol and trilogy" medications that she takes for "emphysema". The customer reported she has inhalers but has not been using them. The customer reported she has been having "difficulty breathing" without her medications. The customer did not report any serious injury or medical intervention related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.